Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) due to the rear response button trace was creased at the pcb end. The root cause of the creased trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.